Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure; the end of the fiber broke off and detached in the patient was noted. The tip was retrieved by flushing out. The procedure was completed utilizing a second fiber. Patient outcome: no injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-703a-(B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 218,210 joules used and 28:35 minutes expended. The fiber tip (cap) was not cleaned during the procedure.